Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer did not have a backup therapy in place and was advised to contact their healthcare provider.